Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified distal superficial femoral artery/popliteal artery. Pre-dilatation was performed and the supera stent delivery system was advanced to the target lesion. Deployment was initiated and the thumbslide was advanced. The stent began moving forward; however, the physician commented that the stent delivery system also seemed to move forward. Resistance was felt when advancing the thumbslide. The stent was deployed; however, the stent elongated approximately 3-4 cm. Due to the length of the lesion, two stents were planned. A second supera stent, a 6.5 x 80 mm supera, was deployed so that it overlapped the elongated stent portion and covered the remaining lesion. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and scanning electron microscopy (sem) analysis were performed on the returned device. The reported deployment issue, resistance and stretched stent were unable to be confirmed as the stent was fully deployed and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.